Event description:
Shoulder became very painful [shoulder pain (due joint disorder)] ([device use issue]). Case narrative: initial information received on 19-jun-2019 from united states regarding an unsolicited valid serious case from a patient. This case involves a 43 years old male patient who experienced shoulder became very painful (latency: same day), while he received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at dosage 6ml 1x frequency (batch number: unknown, information on batch number was requested) for arthritis. Patient received injection in left shoulder (device use issue). On the same day five to four hours after the injection patient experienced left shoulder became very painful . This event was leading to intervention. On (B)(6) 2019, patient began taking oral steroids. Pain was there prior to steroids. Action taken: not applicable. Corrective treatment: oral steroids. Outcome: not recovered / not resolved. A product technical complaint was initiated with global ptc number: (B)(4). A pharmaceutical technical complaint (ptc) was initiated on 11-jul-2019 for synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 11-jul-2019. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Shoulder became very painful [shoulder pain (due joint disorder)] ([product administered at inappropriate site]). Case narrative: initial information received on 19-jun-2019 from united states regarding an unsolicited valid serious case from a patient. This case involves a 43 years old male patient who experienced shoulder became very painful (latency: same day), while he received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at dosage 6ml 1x frequency (batch number: unknown, information on batch number was requested) for arthritis. Patient received injection in left shoulder (device use issue). On the same day five to four hours after the injection patient experienced left shoulder became very painful. This event was leading to intervention. On (B)(6) 2019, patient began taking oral steroids. Pain was there prior to steroids. Action taken: not applicable. Corrective treatment: oral steroids. Outcome: not recovered / not resolved. A product technical complaint was initiated with global ptc number: (B)(4). A pharmaceutical technical complaint (ptc) was initiated on 11-jul-2019 for synvisc one with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 11-jul-2019. Global ptc number and ptc results were added. Text was amended accordingly. Upon internal review on 01-nov-2019 with the clock start date of 11-jul-2019, the event coding was updated from device use issue to product administered at inappropriate site.

Event description:
Shoulder became very painful [shoulder pain (due joint disorder)] ([device use issue]). Case narrative: initial information received on 19-jun-2019 from united states regarding an unsolicited valid serious case from a patient. This case involves a (B)(6) male patient who experienced shoulder became very painful (latency: same day), while he received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at dosage 6ml 1x frequency (batch number: unknown, information on batch number was requested) for arthritis. Patient received injection in left shoulder (device use issue). On the same day five to four hours after the injection patient experienced left shoulder became very painful . This event was leading to intervention. On (B)(6) 2019, patient began taking oral steroids. Pain was there prior to steroids. Action taken: not applicable. Corrective treatment: oral steroids. Outcome: not recovered / not resolved. A product technical complaint was initiated and results of the same were pending.